Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, smoker, normal delivery (3) and thalassemia on (B)(6) 2023, endometrial ablation in 2020 and uterine bleeding in 2019. Previously administered products included: effexor, ibuprofen, colace and acetaminophen. Concurrent conditions were listed as abnormal uterine bleeding since (B)(6) 2023 and ovarian cyst since 2020. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3312 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,right salpingo-oopherectomy, left salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes, right ovary, resection: early secretory phase endometrium, age appropriate; negative for endometrial hyperplasia or malignancy; adenomyosis, mild; leiomyoma (6 mm), see gross description. Cervix: mild nonspecific reactive changes. Transformation zone present, negative for dysplasia. Bilateral fallopian tubes: no significant histopathologic abnormalities. Right ovary: mucinous cystadenoma, benign. Gross description: "uterus bilateral tubes cervix right ovary is a uterine cervix and corpus with attached right tube and right cystic mass. The left fallopian tube is 4.2 cm in length by 0.8 cm in diameter. A silver in color metallic wire protrudes from the proximal aspect. The right fallopian tube is 6.7 cm in length by 0.8 cm in diameter. Proximally there is a silver in color coiled metallic wire. The wire is present in the cornu of the uterus but is not visible in the endometrial cavity. The tube is tan-brown with fimbria, on cut section the lumen is identified. The right adnexal cystic structure is 13.0 by 9.2 x 4.0 cm in greatest dimension and has a separate weight of 115 g. On cut section the cyst is smooth walled. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on 01-jan-2023. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, smoker, normal delivery (3) and thalassemia on (B)(6) 2023, endometrial ablation in 2020 and uterine bleeding in 2019. Previously administered products included: effexor, ibuprofen, colace and acetaminophen. Concurrent conditions were listed as abnormal uterine bleeding since (B)(6) 2023 and ovarian cyst since 2020. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3312 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,right salpingo-oopherectomy, left salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes, right ovary, resection: early secretory phase endometrium, age appropriate; negative for endometrial hyperplasia or malignancy; adenomyosis, mild; leiomyoma (6 mm), see gross description. Cervix: mild nonspecific reactive changes. Transformation zone present, negative for dysplasia. Bilateral fallopian tubes: no significant histopathologic abnormalities. Right ovary: mucinous cystadenoma, benign. Gross description: "uterus bilateral tubes cervix right ovary is a uterine cervix and corpus with attached right tube and right cystic mass. The left fallopian tube is 4.2 cm in length by 0.8 cm in diameter. A silver in color metallic wire protrudes from the proximal aspect. The right fallopian tube is 6.7 cm in length by 0.8 cm in diameter. Proximally there is a silver in color coiled metallic wire. The wire is present in the cornu of the uterus but is not visible in the endometrial cavity. The tube is tan-brown with fimbria, on cut section the lumen is identified. The right adnexal cystic structure is 13.0 by 9.2 x 4.0 cm in greatest dimension and has a separate weight of 115 g. On cut section the cyst is smooth walled. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information,medical history,lab data,indication,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.